Manufacturer narrative:
Internal complaint reference:(B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during real intelligence cori update, before a tka revision the splash screen never showed up. The 3.0 software had been updated onto the cori for about a month - one case had been done with 3.0. Camera patch upload was successful. After patch update, cori was rebooted as normal. Then turned back on to start up the cori and the console turned on and started up as normal, when waiting for the smith and nephew splash screen to show up it never did. Rebooted the cori about 4-5 times and it never showed up. Then technical support was contacted. Tried to unplug the ethernet cord to the camera and plug it back in, but it didn¿t work. Then tried to redo the camera patch with a different usb and the camera patch failed because the camera patch was already uploaded. Troubleshooted quite a few different things after that and nothing worked. Unable to use cori for the case because of this. The procedure was completed manually, no other complications were reported.